Manufacturer narrative:
Device evaluation: the zib6-40-10.0-40 device of unknown lot number involved in this complaint was not returned for evaluation. The device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. With the information provided, a document-based investigation was conducted. This file was created in response to the attached pmcf study. It is related to (B)(4) and captures the second onset of biliary obstructions. Manufacturing records review: prior to distribution all zib devices are subjected to a visual inspection and functional inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Instructions for use and/label review: as per the instructions for use, ifu0040 which informs the user about the potential adverse events that may occur: allergic reaction to contrast or medication, allergic reaction to nitinol, bile duct ulceration, bile leakage, biloma, cardiac arrhythmia or arrest, cholangitis, cholecystitis, cholestasis, death (other than due to normal disease progression), fever, hemothorax, hematoma, hemorrhage, infection/abscess at access site, inflammation, liver abscess, nausea/vomiting, obstruction of the pancreatic duct, pain/discomfort, pancreatitis, perforation, peritonitis, pleural effusions, pleuritis, pneumonia, pneumothorax, recurrent obstructive jaundice, respiratory depression or arrest, sepsis, stent fracture, stent migration, stent misplacement, stent occlusion, trauma to the biliary duct or duodenum, tumor overgrowth, tumor seeding, vascular injury (including portal or hepatic vein or artery). It should be noted that the instructions for use (ifu0040) lists ¿stent occlusion¿ as a potential adverse event. There is no evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined. A possible root cause can be attributed to patient pre-existing conditions and/or a known potential adverse event. As per the pmcf, the cause of the obstruction was undocumented. However, per the pmcf, the site determined the event to not be related to the study device, or procedure and the event did not occur due to a device deficiency. Also, as previously noted, ¿stent occlusion¿ is listed as a potential adverse event in the IFU. Confirmation of complaint: the complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the initial reporter, on the (B)(6) 2016 the patient underwent a stenting procedure where a zib6-40-10-40 stent was placed in the common bile duct for bile duct cancer. There were no adverse events related to the procedure. On (B)(6) 2016, the patient experienced re-current biliary obstruction in the study stent for the 02nd time. The cause of the obstruction was not documented. The site determined the event to not be related to the study device or procedure. Treatment involved the placement of a new stent and drain. Confirmed quantity of 01 x used device. Patient death was reported on the (B)(6) 2016. The cause of death was documented as due to primary disease progression. As per medical advisor input, the cause of death was related to the progression of cancer.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 31-mar-25.

Manufacturer narrative:
PMA/510(k) #: k182980. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
(B)(6)2016 date of first implant procedure in common bile duct for bile duct cancer. 1x zib6-40-10-40. Pre-stent dilatation performed in common bile duct. No adverse events related to the procedure. Re-current biliary obstructions (B)(6)2016. 7 days post procedure. Not documented if obstruction was within study stent. Reintervention unsuccessful due to non-permeability. Endoscopic treatment of dilation and stent placed. It was noted as probable that the event was considered to be related to the study device due to the non-permeability of the study stent. Event was considered not related to the study procedure. Re-current biliary obstructions (B)(6)2016. 28 days post procedure. Obstruction noted to be within study stent. Reintervention unsuccessful due to total occlusion of the stent. No treatment. The site determined the event to not be related to the study device, related to cancer. (B)(4). Re-current biliary obstructions (B)(6)2016. 30 days post procedure. Obstruction noted to be within study stent. Endoscopic treatment of new stent and drain placed. The site determined the event to not be related to the study device or procedure. (B)(4). Neoplasm progression (B)(6)2016. 93 days post procedure. No treatment. The site determined the event to not be related to the study device, related to cancer. Cholestasis (B)(6)2016. 24 days post procedure. No treatment. The site determined the event to not be related to the study device. This file will capture the second onset of biliary obstructions 30 days post procedure. Reintervention #1 was noted as not successful due to ¿non-permeability.¿ reintervention #2 was noted as not successful due to ¿total occlusion of the stent.¿ reintervention #3 was noted as successful. On (B)(6)2016, the patient died of primary disease progression.